Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The patient experienced coronary artery disease. The 80% stenosed target lesion was located in the mildly calcified left main coronary artery. A 4.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during insertion, the mid shaft of the delivery system was broken. The entire device was pulled out intact from the patient's body and the procedure was completed with another stent. No patient complications were reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 4.50 x 20mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 46cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The patient experienced coronary artery disease. The 80% stenosed target lesion was located in the mildly calcified left main coronary artery. A 4.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, during insertion, the mid shaft of the delivery system was broken. The entire device was pulled out intact from the patient's body and the procedure was completed with another stent. No patient complications were reported, and the patient was stable.